Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3008452825-2020-00082,3005334138-2020-00048, 3008452825-2020-00083. During an atrial fibrillation ablation procedure a pericardial effusion occurred. During the procedure there were no performance issues and no excessive contact force noted. Echocardiography revealed an effusion in the anterior left ventricle. The procedure was ended and medication was administered to stabilize the patient.